Event description:
It was reported that the bd smartsite¿ needle-free valve experienced leakage, and blood exposure. The following information was provided by the initial reporter, translated from portugese: the connector has presented problems with two babies in the unit, blood leaking through the rubber in the connector.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-nov-2022. Investigation summary one 2000e7d sample from lot 1022883 was received for investigation. The customer has reported leakage "through the rubber in the connector". Further details relating to the nature of the reported leakage, the clinical set up, and sequence of events prior to the leakage occurring were not provided to aid the investigation. Examination of the returned sample noted no physical damage or deformity which might explain the customer's experience. Functional testing performed on the sample observed no fluid leakage or air ingress from the component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1022883 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(6). Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ needle-free valve experienced leakage, and blood exposure. The following information was provided by the initial reporter, translated from portugese: the connector has presented problems with two babies in the unit, blood leaking through the rubber in the connector.